Event description:
Info received indicated the head section would not raise.

Manufacturer narrative:
The hill-rom tech indicated the head up valve was stuck. He removed, inspected, cleaned and reinstalled the hydraulic valve to resolve the issue.